Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was an acu watchdog, primary audible alarm post, and check clutch/ plunger lever errors in the event history log (ehl). Multiple flow and occlusion tests were performed. The alarms in the ehl were not replicated. The customer reported product problems were therefore confirmed based on the ehl findings. The speaker on the pump was replaced as a preventative measure. This was done to prevent the reoccurrence of the reported alarms in the future.

Event description:
It was reported that the medfusion pump exhibited the following errors/alarms: acu watchdog error and check clutch alarm. No patient injury or complications were reported in relation to this event.